Event description:
It was reported that the patient's stimulation changed and was in the wrong location after a fall. The patient was seen by a physician and an x-ray verified that one of her leads had migrated. Reprogramming was done to achieve optimal and satisfactory stimulation. There were no patient symptoms or injuries related to this event. It was noted that the patient was going to follow-up as needed. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).